Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced discolored or abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: several of the tubes in this shipment appeared defective. Instead of a clear liquid in the tube, the affected tubes instead had a slurry mixture. I¿ve tossed the tubes that looked like this so we won¿t be using them.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced discolored or abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: several of the tubes in this shipment appeared defective. Instead of a clear liquid in the tube, the affected tubes instead had a slurry mixture. I¿ve tossed the tubes that looked like this so we won¿t be using them.

Manufacturer narrative:
After further review MFR report (B)(4) is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported when using the paxgene® blood ccfdna tube, the device experienced discolored or abnormal additive form. This event occurred five times. The following information was provided by the initial reporter. The customer stated: several of the tubes in this shipment appeared defective. Instead of a clear liquid in the tube, the affected tubes instead had a slurry mixture. I¿ve tossed the tubes that looked like this so we won¿t be using them.